Event description:
It was reported that during an unknown procedure, the device would not articulate left or right even after troubleshooting. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2024. D4: batch # 302c37. B3: event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage, articulated to the left, and with a gst45w reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was returned with a non-working articulation mechanism. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the shifter spring was noted to be misassembled, and not returning shifter to articulation mode. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the shifter mechanism to be damaged. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 302c37, and no non-conformances were identified.